Manufacturer narrative:
(B)(4). The results of this investigation concluded one leaflet had dislodged and fractured into multiple pieces. The other leaflet was housed within the orifice, but was found to be immobile when an attempt was made to manually manipulate it. Focal adherent thrombus was found between the major radius of the inserted leaflet and the inner orifice wall. There were foci of calcifications found within the fibrous tissue and thrombus material on the sewing cuff. Chipping was observed along the bottom rim, and in the butterfly apex and butterfly edge of one of the recessed pivot areas that would have housed the dislodged leaflet. No acute inflammation was observed and gram stains were negative for organisms. There was no evidence of material defect that may have caused or contributed to the observed damage to the dislodged leaflet and orifice. Rather, the observed damage was caused by some external force applied to the valve which overstressed the carbon material. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005, a 23 mm regent heart valve was implanted. On (B)(6) 2016, the valve was explanted due to cardiac infection. The patient history of endocarditis is unknown. Removal of the valve was difficult secondary to patient anatomy (small aortic root compared to valve size) with 90% of diameter incorporated. During explant, one of the leaflets fractured while the valve was being manipulated out of the implanted position. All portions of the fractured leaflet were recovered from the patient. The valve was replaced with a 23 mm aortic valve homograft. The patient is stable and recovering.